Event description:
It was reported that the screen on the programmer was shattered and that the latch for the power cord door was broken. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the overlay screen was broken and the tabs to the power cord bay door were broken, and therefore the overlay/bezel assembly and the power cord bay were replaced and the stylus calibrated. Analysis also found that the electrocardiogram connector on the link electronic module (lem) board was loose and the system fan was noisy and therefore the system fan and the lem were replaced and the lem calibrated. (B)(4).